Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and missing the black o ring seal from inside reservoir tube also, had button error alarm and no escape and act button response due to corroded keypad traces. No moisture damage was found inside the insulin pump noted. No unexpected vibration, flashing screen or other functions anomaly during our testing. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, a21 test and the operating current test due to no act button response. The insulin pump had minor scratched display window, cracked reservoir tube window corner and missing the end cap sticker. Medtronic

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 279 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the lcd display screen and customer cannot read the information on the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.